Event description:
New information received notes that the insertable cardiac monitor (icm) exhibited a recurrence of loss of bluetooth telemetry. No further information was available.

Manufacturer narrative:
The reported event of an inability to connect with the implanted device was confirmed. Based on the review of the patient application logs, the application was unable to find the implanted device to establish connection. The cause was unable to be determined.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. The patient had no consequences.